Event description:
A patient reported that they were unable to test on their meter due to power issues. The meter would not turn on. This issue was not resolved with troubleshooting. Pt was feeling disoriented and had a headache. There was no medical intervention or treatment given. No further information has been reported.